Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator 2003 (B)(6); 4592 implantable pacing lead. (B)(4) .

Event description:
It was reported that the right ventricular (rv) lead had a polarity switch due to the impedance decreased to less than 200 ohms. The rv lead was replaced. No patient complications have been reported as a result of this event.